Manufacturer narrative:
No corrective action necessary, no failure on the device found.

Event description:
Pmi inc. Customer service informed us on (B)(6) about a distributor stating the following: "they notified us of a patient incident involving the doro qr3 equipment. They would like to have this equipment inspected." On the same day, we received further information from the initial reporter: "head slippage . There were four mayfield skull clamps in the or plus an (pmi) qr 3. They are not sure, if the mayafield clamps caused the laceration or the qr 3 . Mayfields were used first". Incident date: (B)(6) 2017.